Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic esophagus resection and gastric tube anastomosis, when creating gastric tube, the first firing was performed but knife would not retract - locked on tissue. The knife was retracted and device was able to be removed after restarting the handle. Afterwards, a handle error mark was displayed on the screen. There was no patient injury.